Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer used fiasp insulin. Customer's blood glucose level was 130-160 mg/dl. The customer changed the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
Per the tandem user guide, only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.